Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a change in sensing on the right ventricular lead to smaller r-waves along with a subsequent rise in threshold. On the day of the revision, it was found that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.